Manufacturer narrative:
On (B)(6) 2018, it was reported that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, it was reported to mentor that the replacement devices were gel mentor memorygel breast implants 455cc, catalog number 3505455bc. On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 6481741 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the device evaluation and investigation has been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed a crease on the posterior aspect. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: implant saline mentor smooth round moderate profile 325 cc breast implant, catalog number 3501650, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 325 cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed during physical examination by the doctor on (B)(6) 2018. As a result, the patient had undergone explantation on (B)(6) 2018.